Manufacturer narrative:
Correction: further review of the reported issue found that the initial MDR was inadvertently filed as the reported issue was a screw on the main navigation system that would not affect the functionality of the unit.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identification (UDI) is unavailable. Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation system. It was reported that some of the screws for the new system were stripped. There was no patient present when this issue was identified.